Event description:
It was reported that the ventilator alarmed for low o2 concentration. The patient involvement is unknown. Manufacturer ref.#: (B)(4).

Event description:
Manufacturer ref.#: (B)(4).

Manufacturer narrative:
The ventilator was investigated on site and the air gas module was replaced. No goods have been received for investigation despite several reminders. The received device log files confirm the reported problem, that the ventilator did not pass pre-use check. If this fault happens during ventilation, the patient may receive an amount of oxygen in the gas mixture that deviate from the expected. Flow and pressure may also deviate from the expected. Alarms will be activated if the failure occurs during ventilation. As no goods were returned for investigation, the cause of the reported failure could not be determined.